Event description:
It was reported that after the implant procedure of this right ventricular (rv) lead, exhibited high pacing thresholds, noise and loss of capture was observed. Additionally, an exit block was experienced by the patient. Hospitalization of the patient was prolonged, and a repositioning procedure was successfully performed the next day. This lead remains in service. No further adverse patient effects were reported.